Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, march 23, 2015.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.